Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst noted a test guidewire fully inserted in lead with no anomalies or resistance.

Event description:
It was reported that during the implant procedure, the guidewire would not pass through the distal end of the left ventricular (lv) lead. Several different wires were attempted and the lv lead was removed from the body and back loaded with another guidewire, however, the same issue was encountered once withdrawn into the lead. The physician noted the guidewire appeared to stop at the capsule past the distal electrode. The lv lead was replaced. No patient complications have been reported as a result of this event.